Event description:
A malfunction occurred on the customer's pump after it was accidentally dropped while the customer was sitting. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer switched to a multiple daily injection therapy for insulin delivery and was sent a replacement pump by technical support, who instructed the customer on steps for returning the faulty pump.